Event description:
Info rec'd indicates the metal siderail latch cover is bent, catching the latch and preventing the siderail latch from engaging. Siderail will not latch.

Manufacturer narrative:
The technician straightened the siderail latch cover to repair the bed.